Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 17mm distal of the proximal markerband and extending approximately 6mm distally across the balloon material. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis

Event description:
It was reported that the balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified left common iliac. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. During inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.